Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. The customer declined to change pump supplies or complete troubleshooting with tandem technical support.